Event description:
Surgeon was working on breast augmentation; incision periariolar (outside) was under nipple inside working on breast tissue. The electrode insulation was laying on the pt's skin. Burn was small, sutured around it.